Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2018-02-09 service found no audio when the unit was turned on. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has error displayed.¿ the unit was triaged, the service tech observed no audio when the unit was turned on. The issue was confirmed by failure investigation. A trend has been identified and a corrective actions has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.